Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-33, lot# v340247, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-33, lot# v340247, implanted: (B)(6) 2009, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension.

Event description:
A manufacturer representative reported seeing 4 electrodes that were greater than 40k ohms. He recalled electrodes 9 <(>&<)> 14 for sure. All other electrodes were in the 800-1700 ohms range. The patient's therapy was not affected, since none of the affected electrodes were used in the patient's programming. The patient was in for a routine check when the issue was noticed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.